Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after an update to the pump software, the pump appeared to be working as normal. However, two days later, the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.